Event description:
Event description guidant received information that during device based testing, this implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault code, and was unable to deliver shock therapy to terminate t-wave induced arrhythmia. Prior to implant, a manual capacitor formation was normal. Subsequent capacitor formations were out-of-range and an end-of-life (eol) indicator was tripped. The device was not used and was sent to guidant for analysis.